Event description:
As reported by our united kingdom affiliates, during implant of a 29 mm sapien 3 ultra resilia implanted in the aortic position by transfemoral artery, valve deployment was performed in a very calcified homograft, and upon deployment a small sinotubular junction (stj) rupture occurred. Bleeding stopped quickly after protamine administration. Echocardiography showed no pericardial effusion, and the commander delivery system and esheath+ were removed. The patient was sent for a computed tomography scan of the aorta to confirm no ongoing extravasation of contrast or blood, and the final patient status was stable condition. As per information provided, the root cause of the event was related to the calcified homograft. It's noted there were no edwards device malfunctions in this case.